Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that both leads were "electrically bad due to clavicular crush". The lead was replaced.